Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Material was received on (B)(4) 2012. The reference samples were analyzed against the customer's allegation. The complaint describing a broken/cracked luer cannot be verified, the material meets product specifications.

Event description:
Mother reported the luer lock detached from the infusion set during the night, and the patient experienced hyperglycemia of 440 mg/dl, nausea, and ketosis as a result. Patient's normal blood glucose is 100 - 150 mg/dl. The infusion set was changed to resolve the problem. The infusion set was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.